Event description:
It was reported by the affiliate that the (1) tct75 was used during a subtotal gastrectomy procedure. It was reported that the knife did not work and the instrument did not staple or cut. The case was completed with another instrument and with no pt consequence.